Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump shutdown due to the customer not charging the pump battery. The customer experienced a blood glucose ranging between 324-505 mg/dl and high ketones. The customer was taken to the emergency room (ER). Healthcare provider identified the ketones as dangerous. The customer was treated with intravenous insulin and fluids, and magnesium. The customer was discharged from the ER 8 hours later in stable condition.